Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Event description:
It was reported that the customer's esc button on her insulin pump was not working. The customer stated that the button was stuck the day before, but, at the time of the call, the button completely stopped working. The customer's blood glucose was unknown. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.